Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a button alarm, and the customer was unable to clear it. Customer had elevated blood glucose (bg) levels (500 mg/dl). Customer administered manual injections to address elevated bg levels. The customer did not have the pump available at the time of the report to perform troubleshooting with tandem technical support. Reportedly, customer reverted to an alternate pump for continued insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.